Event description:
Screw fell out of off set reamer and do not have small enough allen wrench to reset. Furthermore, there is a grinding sensation and it feels ¿caught¿ when spinning the reamer by hand. Case type / application: tha 4.1